Manufacturer narrative:
Sections d10 and h3 were updated. The customer's calibration signals and controls were provided and found to be within range. The sample was returned for investigation. The customer's elecsys toxo igg results were reproducible. The results for the elecsys toxo igm assay were negative. Therefore these results are indicative of a later-stage infection. The customer's reagent performed within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys toxo igg immunoassay results on a cobas 8000 e 801 module serial number (B)(4). Results for sample #1: the initial toxo igg result was 57.8 iu/ml (reactive). The doctor asked for an avidity test, but the laboratory was not able to run toxo igg avidity tests so the sample was sent to another laboratory to be tested using abbott. On (B)(6) 2020, the toxo igg result was 1.3 iu/ml (non-reactive) with the abbott method. Results for sample #2: on (B)(6) 2020, the initial toxo igg result was 57.9 iu/ml (reactive). The toxo igg result was 1.3 iu/ml (non-reactive) taken using an abbott method. Since the abbott toxo igg test was negative the avidity test was not performed. The roche results were reported outside of the laboratory.